Manufacturer narrative:
A replacement transformer was sent to the customer. Attempts to get add'l info or retrieve the product were unsuccessful. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. However the customer reported that the screws fell out of the transformer which exposes the inner circuity, which is a safety issue. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformer to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has been increased to further protect the transformers during shipping. Should add'l info, or the original product be rec'd, resulting in new, changed, or corrected info, a follow up report will be filed at that time.

Event description:
The customer reported to customer svc that the screws have fallen out on her transformer housing.